Event description:
This is filed to report the clip detaching from the posterior leaflet, resulting in recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 4. An ntw clip was implanted successfully, reducing mr to trace. On (B)(6) 2023, the ntw clip detached from the posterior leaflet. Mr was recurrent at a moderate grade. No further intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda appears to be due to challenging patient anatomy (restricted posterior leaflet). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.